Event description:
It was reported by the customer, the evis exera duodenovideoscope tested positive for five (5) colony forming units (cfus) of stenotrophomonas maltophilia after all channels were sampled. There was no contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The cleaning, disinfection, and sterilization (cds) of the scope was performed by the customer. There was no patient infection. The automatic endoscope reprocessor (aer) was not cultured/tested. The air/water channel, auxiliary water channel, balloon channel, and the forceps elevator wire channel were precleaned with anios clean excel d detergent. There was an aspiration of water through the instrument/suction channel as well. The instrument/suction channel, suction cylinder, instrument channel port, and distal end/area around the elevator were manually cleaned with albyn medical (#an2535023) brushes and olympus olympus single use soft brushes. The scope was not manually disinfected. The aer used was a soluscope 4 along with soluscope cln detergent and soluscope paa disinfectant. The customer stored the scope in soluscope dsc8000 cabinet with drying function. The maintenance of the scope was performed by althea. The scope was not sterilized. After the device was returned to olympus, it was sent out for additional testing. The hygiene microbiological investigation report indicated the channels of the scope were cultured. The channels and the distal end tested positive for less than (1) cfu of microorganisms. The results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. The subject device has been received and is currently in the evaluation process. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
The cleaning, disinfection, and sterilization (cds) of the scope was performed by the customer. There was no patient infection. The automatic endoscope reprocessor (aer) was not cultured/tested. The air/water channel, auxiliary water channel, balloon channel, and the forceps elevator wire channel were precleaned with anios clean excel d detergent. There was an aspiration of water through the instrument/suction channel as well. The instrument/suction channel, suction cylinder, instrument channel port, and distal end/area around the elevator were manually cleaned with albyn medical (#an2535023) brushes and olympus olympus single use soft brushes. The scope was not manually disinfected. The aer used was a soluscope 4 along with soluscope cln detergent and soluscope paa disinfectant. The customer stored the scope in soluscope dsc8000 cabinet with drying function. The maintenance of the scope was performed by althea. The scope was not sterilized. After the device was returned to olympus, it was sent out for additional testing. The hygiene microbiological investigation report indicated the channels of the scope were cultured. The channels and the distal end tested positive for less than (1) cfu of microorganisms. The results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. The subject device has been received and is currently in the evaluation process. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported by the customer, the evis exera duodenovideoscope tested positive for five (5) colony forming units (cfus) of stenotrophomonas maltophilia after all channels were sampled. There was no contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was evaluated and the following defects were found: - cover lens cracked - distal end has been modified by third party entity - gluing and thread around bending section rubber has been modified by third party entity - insertion tube has been modified by third party entity - connecting tube protector shaved - air water and suction cylinders both have been modified by third party entity - universal cord unit has been modified by third party entity - elevator connector has been modified by third party entity - biopsy channel has been replaced by third party entity - button operation of no 1, no 3 and no 4 have been modified by third party entity and don¿t operate properly these defects were not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been more than 12 years since the subject device was manufactured. Based on the results of the investigation, it is unlikely the positive culture was caused by the device. Growth of microorganisms was found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to french recommendation. The following is included in the instructions for use (IFU): "reprocessing manual: 1.4 precautions: warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.